Event description:
The pt underwent surgery implanting four (4) titanium l-plates for stabilization and fixation of the maxilla approximately 5 mm. The plates broke, requiring revision surgery to replace the broken plates.